Manufacturer narrative:
UDI #:( (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 lens was noticed scratched after insertion into the patient's eye. The lens was cut into pieces and removed during the same surgical procedure. It was stated that there was no patient injury, and no additional information about the patient are obtainable.

Manufacturer narrative:
Only the unit carton was returned to the manufacturer. No lens was returned. Thus, the reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.